Manufacturer narrative:
Investigation pending. Additional lot#: 247451.

Event description:
Caller (patient's daughter) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 7.0, lab: 4.9. Date: (B)(6) 2011, inratio2: 7.3, lab: 4.9. Patient's therapeutic range: 2.5-3.5 inr. Physician acted on the lab result of 4.9 inr. No specifics provided. Patient's daughter also reported mixed packaging of product. Strip box information was different from information on strip foil wrapper. The foil wrappers are "alere" and the box is not. Box: lot #246050, (B)(4), expiration 11/2011. Foil wrapper: lot #247451, (B)(4), expiration 01/2012.